Manufacturer narrative:
The pump was received with no audible tone/beep due to a broken transducer red wire on the interface board. The pump passed the operating currents measurement, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump would no longer beep. The patient's blood glucose last recorded blood glucose was 259 mg/dl earlier in the day. A self test was performed and the insulin pump failed. The insulin pump was returned for analysis.